Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient information was available. Reportedly, the transmitter and pump were not being worn within line of sight. The customer moved the pump and transmitter. However, the issue persisted. A root cause could not be determined. A replacement transmitter was sent to the customer.